Manufacturer narrative:
Information was corrected form the following fields: b2: outcome attributed to adverse event.

Event description:
It was reported that this right atrial (ra) lead experienced fracture and exhibited noise, oversensing and high out of range pacing impedance measurements. It was decided to turn off the ra therapy and determine a plan for the lead in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead experienced fracture and exhibited noise, oversensing and high out of range pacing impedance measurements. It was decided to turn off the ra therapy and determine a plan for the lead in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.